Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: the returned product consisted of an express sd stent delivery system (sds) with stent. The shaft, balloon, and stent were microscopically and visually examined. There was contrast in the inflation lumen. The balloon was tightly folded; however, the proximal balloon cone was slightly inflated. The stent was found to be loose on the balloon. The stent was moved to the right of the proximal markerband and the balloon showed stent impressions between the markerbands, which indicates that the stent was crimped tightly onto the balloon. The stent was damaged in numerous locations with flared struts. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. A 4.0mmx15mmx150cm express¿ vascular sd stent was selected for use to treat a lesion. However, during preparation of the device, it was noted that there was a slight deviation between the stent and the position of the balloon. Upon touching the device, the stent dropped off. The procedure was completed with a 5x10 express¿ vascular sd stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. A 4.0mmx15mmx150cm express¿ vascular sd stent was selected for use to treat a lesion. However, during preparation of the device, it was noted that there was a slight deviation between the stent and the position of the balloon. Upon touching the device, the stent dropped off. The procedure was completed with a 5x10 express¿ vascular sd stent. No patient complications were reported and the patient's status was stable.